Event description:
A report was received that the patient elected to be explanted as he believed the device was making his pre-existing pain worse. The physician confirmed the device was working properly. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4), description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The ipg exhibited normal device characteristics. The damage to the leads are consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient elected to be explanted as he believed the device was making his pre-existing pain worse. The physician confirmed the device was working properly. The patient was reportedly doing well following the procedure.